Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected pump error 54 alarms noted during testing however, the downloaded history files confirmed pump error 54 alarm (line number 974 file number 2003) alarm, fault isolated to the keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.